Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material deformation and noted stent movement (dislodgement) could not be determined. Material deformation of the stent prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation of the device. Factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported material deformation (lifted, bent and overlapping struts) and noted stent movement (dislodgement); however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after opening the inner pouch "integral packaging" of the 2x23mm xience alpine stent delivery system (sds) a swelling [bulge] was noted in the middle of the stent. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Return device analysis found the stent was dislodged on the balloon. No additional information was reported.